Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was intended to be implanted in the endovascular treatment of a 52mm thoracic aortic aneurysm.  It was reported that during the procedure, after intra-operative angiography, when the delivery system was inserted into the patient , it could not cross the aortic arch during delivery. It was then considered to use a double guide wire, so the delivery system was removed and another stiff wire was prepared. At that point the patients blood pressure dropped very low and rescue attempts were made but the patient expired. It was said the cause of the death is unknown but a aortic rupture is suspected. No autopsy was performed at the time.  As per the physician the cause of the event could not be determined.  No additional clinical sequelae were provided and the patient is expired.

Manufacturer narrative:
Product analysis seven (7) photos were received from the account. Three (3) of the photos confirmed the device identification details matched those in gch. Four (4) of the photos captured the delivery system, deployed graft, and the product tray. A slight kink is visible on the strain relief at the end of the front grip. There is no further deformation evident to the delivery system or graft. The reported advancement difficulties were confirmed through review of the photos. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported positioning difficulties could not be fully confirmed on the films provided; therefore the exact cause of the event could not be determined. Procedural angiogram showing attempts to position the device were not received for thorough analysis of the event. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. It is possible that angulation of the aortic arch may have been a factor in the difficult to position event. The subsequent events of rupture which led to the death of the patient could not be assessed on the film provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.